Event description:
Upon interrogation of this device, the programmer indicated that this device was in the eos state. Troubleshooting in this state showed no anomalies. A device reset was performed. A full follow-up was performed, and no anomalies were noted. This device remains implanted.